Manufacturer narrative:
The cause of the reported issue was determined to be a broken/damaged rear case.

Event description:
The customer contacted stryker to report that their device's battery pin was pushed in. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's rear case to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's battery pin was pushed in. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.